Manufacturer narrative:
Investigation summary: the event product was returned for evaluation. The voyant electrosurgical generator (esg) was returned with minor scratches to the enclosure cover. During functional testing, engineering was unable to turn on the display screen, confirming the customer experience. Engineering found the liquid crystal display (lcd) driver was not performing as intended. The root cause of the display not working is the defective lcd driver. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Engineering is investigating the returned unit. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Breast procedure-"generator screen was blank when taken out of the box, screen remained blank when plugged in and powered on. Generator was used during procedure and performed perfectly. " additional information received: june 20, 2016. When the generator was turned on, startup tones worked as normal. However, the screen was blank. During the case, when it was time to use the hand piece, the generator was turned on and off again. Startup tones normal, but screen still was blank. Device was plugged in, normal tones, and was used without any performance issues. Patient status: "ok".